Event description:
It was reported that a plate broke during patient use. Revision surgery was completed and the hardware was removed. The fusion site was reported to have healed upon plate removal.

Manufacturer narrative:
(Annex c) 4247 - this complaint was not escalated to root cause analysis. (Annex d) 4316 - this complaint was not escalated to root cause analysis.